Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 26mm sapien 3 ultra resilia valve in a ring, the 26mm commander delivery system balloon ruptured at full inflation during deployment. Per report, there was an extra 2 cc's added to the balloon. The valve did not require post dilation, so the team proceeded to remove the delivery system. During removal, the delivery system got stuck in the 14fr esheath+. The team continued to pull the delivery system out of the esheath+, however, the tip of the delivery system, and part of the balloon came off the delivery system and was left in the body. The team elected to snare and pull the piece out through a 16fr gore sheath and was successful. The delivery system was kept by the hospital for inspection, once returned, the fcs will send the device back. Per pre-deco findings, the 14fr esheath+ was returned with the liner circumferentially delaminated starting approximately 0.125" from the distal strain relief. The entire liner is delaminated all the way to end of esheath+. The liner is torn and the tip is split along the axial score line.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed and the following were observed: the liner is fully delaminated circumferentially starting at 0.125 inches from the distal strain relief to the end of the shaft length. The strain relief is cut approximately 0.125 inches from distal comnut. The liner and hdpe under the strain relief has been cut, creating a liner tear for approximately 1.75 inches starting at 2 inches from the distal comnut, likely due to back table manipulations. The distal tip is split. The sheath shaft is kink, and the c-marker band is present. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event for sheath liner delamination was confirmed per evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon of the associated commander delivery system burst. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. The reported event for sheath distal tip split was confirmed per evaluation of the returned device. As the balloon of the associated commander delivery system burst, it is likely that the altered balloon profile interacted with the sheath distal tip during withdrawal, resulting in the observed distal tip split. The force required to withdraw the system may further contribute to the distal tip split. As such, available information suggests procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.